Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for investigation. Therefore, no further evaluation can be identified.

Event description:
The customer reported inspiration valve or device leaky active alarm on a bellavista 1000. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Result of investigation: the device was not returned for investigation. Vyaire medical determined the root cause as due to user faulty as the end-user lack of maintenance / filter exchange combined with not reacting on blower temperature alarms.